Event description:
It was reported that a patient felt an electric shock when they pushed the power on button of a homechoice device. The patient also reported feeling a shock when they touched the metallic door surface of the device. This occurred before peritoneal dialysis therapy. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection was performed and noted no issues related to the reported issue. Power on self test and electrical tests were successfully performed with no issues noted. The reported issue was neither verified nor duplicated. Should additional relevant information become available, a supplemental report will be submitted.